Event description:
There were two events with the same product and lot #. Event 1: a peripherally inserted central catheter (PICC) dressing was noted to have a small mark on it in the morning, but it appeared dry. The nurse (rn) had plans to change the dressing as soon as able. In the afternoon, on inspection of the line, the dressing appeared to be mildly saturated and the dressing was more soiled than this am. Cardiac ICU nurse practitioner notified of concerns of leaking PICC. PICC rn notified of concern. Dressing changed at bedside and PICC catheter found to be leaking. IV fluids were stopped, PICC removed, and a new catheter placed. The PICC was placed [redacted] and removed [redacted] - 16 days later. Event 2: the nurse went to flush the sl 2.5 fr. PICC catheter inserted on [redacted] and noticed moisture at the junction of the PICC catheter hub and the tubing when flushing. The PICC catheter was removed, and the patient's providers were notified. PICC line was removed. The PICC was placed on [redacted] and removed [redacted] - 5 days later.